Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: 07.702.040s lot. 5b53120, manufacturing location: (B)(4), legal manufacturer: (B)(4), manufacturing date: 29.jun.2015 expiry date: 28.feb.2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that scrub nurse was preparing cement for surgeon to do an augmentation on a pfna, but the tip of the small transparent lid of the mixer broke as she was trying to remove it. This caused the cement not to flow through the one way stop cock, and consequently they were not able to fill the syringes. When sales rep realized the tip of the small transparent lid was still inside the lid itself. The sales rep asked the nurse and the surgeon to gently remove it with a cocker by twisting it, unfortunately, they were not able to remove the broken tip, and the procedure was not done on the patient. Fifteen minute delay to surgery time. The surgery had less then desirable outcome because surgeon was unable to perform augmentation on patient. A second surgery is not planned as a result of this complaint. No presence of broken device in patient, or need of second surgery required procedure was successfully completed with pfna. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (cemject(tm) injectable bone cement - sterile, part number 07.702.040s, lot number 5b53120). The subject device was returned to the manufacturer and was received with the tip of the mixer in a broken condition. The transfer nozzle shows clearly more than one round of torsion. A failure out of the injection moulding process could not be detected. Tests with product samples to reproduce this problem were not successful. The complaint condition is confirmed, however, a root cause could not be determined. No indication for product related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.